Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fibrous capsules with mild chronic inflammation.

Event description:
Patient reported left side rupture and "fibrous capsules with mild chronic inflammation". Healthcare professional also reported "breast implant capsules with silicone present in breast capsules." The device has been explanted and discarded.